Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 511 mg/dl at the time of incident. The customer was reported that the insulin pump had blank display and exposed to moisture. Customer reported that the home screen did not displayed on screen. Customer advised to replace and revert to back up plan. The insulin pump will be returned for analysis.